Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the ao reaming attachment device was frozen/would not move and moving parts did not move smoothly. It was further determined that the device failed pretest for check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.